Manufacturer narrative:
Pending evaluation.

Event description:
As reported by legal, approximately 12 years post op the initial tka, this female patient was revised due to mechanical failure of prosthetic knee joint. The pe insert is removed. There is severe damage posterior-medial. There was significant pe wear on the patella. It was resected. Revised to competitors devices. Patient was transferred to the recovery room in a stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.